Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient alleges pain, tissue/bone destruction and elevated metal ion levels. It is unknown whether a revision procedure has occurred. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2013 due to pain and heterotopic ossification. The operative notes confirm that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient alleges pain, tissue/bone destruction and elevated metal ion levels. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02588 / 02589).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-002587 / 02589). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02587 and 02589).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance, and dimensional analysis found device measurements to be within specification. Review of the device was unable to confirm the reported complaint. During examination, scratches and wear marks were noted on the articular surface. However, a conclusive root cause of the event could not be determined.